Event description:
It was reported that during a coronary artery stenting treatment procedure, balloon burst and vessel dissection occurred. The target lesion was located in the severely calcified proximal left circumflex artery (prox lcx). After pre-dilation, a 2.75x28mm omega stent was advanced. The stent was unable to expand as the balloon burst at 4atm resulting a huge dissection. Another omega stent was deployed to complete the procedure. The patient survived. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system with the original box and pouch. There was blood and contrast in the inflation lumen and a shaft kink 27.5cm from the distal tip. The balloon was tightly folded with the stent partially secured on the balloon. There were bent, flared and overlapping struts over the majority of the stent and the end of the stent was stretched over the distal tip. Magnified inspection revealed a balloon pinhole over the distal edge of the proximal markerband. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, balloon burst and vessel dissection occurred. The target lesion was located in the severely calcified proximal left circumflex artery (prox lcx). After pre-dilation, a 2.75x28mm omega stent was advanced. The stent was unable to expand as the balloon burst at 4atm resulting a huge dissection. Another omega stent was deployed to complete the procedure. The patient survived. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4).